Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed two sores under the right electrode. The patient's spouse confirmed the sores are bleeding. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a cream and antibiotic for the irritation. Follow up indicated that the cream and antibiotic are helping with the skin irritation.